Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: UDI-(B)(4) reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause for this event can attribute to the adapter with rotational control was not used during surgery. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) multiple MDR¿s were submitted for this event. Please see reports: 0001822565-2017-06835, 0001822565-2017-06836. Report source foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the acetabular shell could not be firmly fixed into the hybrid shell inserter. No delay to surgery or patient consequence was reported. No further information has been made available.